Event description:
(B)(4). Same case as MFR #s : 2134265-2012-05451, 2134265-2012-04470, 2134265-2012-04471, 2134265-2012-04472 same patient as MFR #s 2134265-2012-04678; 2134265-2012-04679; 2134265-2012-04680; 2134265-2012-04681, 2134265-2012-04974, 2134265-2012-04707, 2134265-2012-04524. It was reported that post a coronary artery stenting treatment procedure in-stent restenosis occurred. In (B)(6) 2012, a 3.0mm x 12mm and a 3.0x24mm promus element plus stent was deployed in the 70% stenosed mid left anterior descending (lad) artery at 38 atm for 17 seconds and 18 atm for 14 seconds respectively. A 2.5mmx12mm promus element plus stent was deployed in the distal right coronary artery. In (B)(6) 2012, the patient subject presented with unstable angina and was hospitalized on the same day. Coronary angiography revealed a 90% mid distal in-stent restenosis of the study stent which also represents the in-stent restenosis of the previously deployed promus stents in the same target lesion. The in-stent restenosis of the mid lad was treated with balloon angioplasty, with 0% residual stenosis. During the intervention to lad, the patient experienced chest pain post insertion and inflation of 3 x 12 apex balloon over a 100 cm runway guide wire which was treated with morphine IV 3 mg. The event was considered resolved without residual effects and the patient discharged. Again in (B)(6) 2012, the patient experienced cardiac chest pain and was hospitalized and was treated with medication. Also percutaneous coronary angioplasty and brachytherapy were performed to the proximal lad and extending to the mid lad. The patient was discharged with the event resolved.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: as the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).